Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system intermittently failed to fluoroscopy x-ray. No report of patient injury.